Event description:
As reported: "I had a stanmore case yesterday. It was a mets distal femur and through metal fatigue the junction sheared causing the femur to rotate. We changed a few components."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.